Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 6.4, lab: 3.9. The time between testing was an hour and thirty minutes. The patient's last dose of coumadin was taken last night. The customer mentioned the patient has not been feeling well lately.